Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with blank display and unexpected restart alarm on their insulin pump. The customer's blood glucose level at the time was unknown. Troubleshot was conducted. The display returned. The customer was advised to monitor the device and call back if issues persist. The customer is being sent replacement battery cap.